Event description:
Event description boston scientific received information that the patient with this right ventricular lead was hospitalized due to dizziness and the field representative noted what appeared to be loss of capture on a stored electrogram.